Event description:
It was reported this was an arteriotomy bilateral closure of a calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred with four prostyle devices. The sutures of two new prostyles were successfully pre-placed in the rcfa and the pre-close technique was aborted on the lcfa and a cutdown was done due to severe calcification. The sheath was upsized to a 16f on the rcfa and a 14f on the lcfa. The tavr was completed. Hemostasis was achieved with the pre-placed prostyle sutures on the rcfa and surgical suturing on the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The three additional prostyle devices referenced are filed under separate medwatch report numbers.